Event description:
It was reported that following an implant procedure, the patient had prolonged hospitalization due to a bowl obstruction that had resolved, see MFR # 3006630150-2019-07189. The patient was then moved to palliative care at another hospital due to the his parkinsons disease which made it difficult for the patient to swallow and he began to aspirate. The patient was discharged from the hospital on hospice care and passed away at home. The exact cause of death is unknown, however, it was noted that the stimulation was working well for his chronic back and leg pain and there were no device related issues.